Event description:
It was reported that a patient had revision surgery due to a rod that broke between l5-s1 on both sides due to pseudoarthrosis. The rod breakage was discovered during a visit to the surgeon through magnetic resonance imaging (MRI). During the surgery, the caps were removed and the broken rod was removed, one loose screw was replaced. The rods were replaced with titanium aluminum niobium (tan) rods and new caps were placed. A final tightening torque wrench was used to final tighten all the caps. A cage was placed through the l5-s1 disc space. A trans-connector was placed between l5-s1 screws. It was also reported that several instruments were damaged during the broken rod revision surgery and several instrument tips broke off. The screws and tips were removed from the caps of the devices, some tips landed in the caps, and patient with no harm to the patient. No patient harm was reported during the revision surgery. A time delay of 15 minutes was reported. It was reported the instruments may have been damaged during the process due to the difficult angle of the l5-s1 slope. This is report 8 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Diener (B)(4) manufactured the rod introduction pliers for dual-opening implants f/6mm rods, p/n 388.509, and lot number 4802111 (supplier lot a7na25) for po (B)(4). The lot was inspected and conformed to synthes product verification inspection (B)(4). No material review reports or nonconformance reports were generated for this lot. P/n 388.509 is made from drawing, (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the persuader tube is not attached to the pliers because the nut required to attach the persuader tube to the pliers is missing. Applicable drawings for the rod introduction pliers were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The pliers were found to have met the drawing specifications. This device was manufactured june 23, 2004; in the time since this device was manufactured, changes implemented include the addition of using loctite 270 (or alternate adhesives) to prevent loosening of the nut, as well as a change in material from 303 ss to 304 ss. The complaint condition of this device is confirmed. This was caused by the lack of adhesive required by the assembly at the nut interface to prevent loosening, and this implemented change should reduce the risk of occurrence of this hazard in the pliers manufactured to the current drawings. The current design and materials were found to be appropriate for this application. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.